Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump rewind anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump was stuck while rewinding. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unable to verify insulin flow blocked alarm and stuck on rewind complaint.